Event description:
On (B)(6) 2013 the reporter contacted animas indicating experiencing a blood glucose of 2.3 mmol/l with sleepiness and sweating which was treated with the assistance of a family member. The reporter indicated having a significant number of low blood glucose levels since switching to the new pump and felt that the pump might not be delivering appropriately. The pump was reviewed with the reporter and indicated that the total daily does added up correctly, there were no alarms related to the event, no unintended deliveries were observed in the bolus history. The reporter indicated that boluses were delivered using the ezcarb bolus and the boluses were programmed using both the meter remote and the pump. This report is made based on the allegation that the reporter experienced hypoglycemia associated with an allegation that the pump may not have been delivering appropriately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.